Event description:
A user facility reports the intraocular lens (iol) was cloudy before insertion. It was reported that they had to use a lens with a different diopter than was originally planned due to this cloudy lens.